Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2019-00503.

Event description:
The customer reported that he obtained a blood glucose reading of 400 mg/dl on the contour next link 2.4 meter. The customer performed a repeat testing and obtained a reading of 100 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer only returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned, therefore, in-house contour next test strips were used for testing. An in-house testing was performed using the returned meter with in-house test strips, which gave satisfactory performance.